Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and product lidstock for analysis. The j-straightener component was not assembled or returned. No definite signs of use were observed on the returned guide wire. Visual analysis of the guide wire revealed one kink towards the distal coiled portion. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. During full assembly, the kinking in the guide wire would have been located within the guide wire straightener tubing during packaging, shipping, and storage, protecting it from damage. No other defects or anomalies were observed on the returned guide wire assembly. The packaging was not returned for analysis. The kink in the guide wire measured 4mm from the distal tip. The overall length of the guide wire measured 130.1cm, which is within the specification limits of 128.75 - 131.25 cm per guide wire product drawing. The outer diameter of the guide wire measured 0.0175" , which is within the specification limits of 0.0170 - 0.0180" per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into introducer needle." The guide wire was advanced through a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through the needle with little to no resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. One kink was observed on the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the guide wire j- straightener tubing of the advancer assembly. Based on the customer report and sample received, the probable root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the swg tip was found kinked upon opening the kit prior to use. Therefore, a new kit was used instead."

Event description:
It was reported that: "the swg tip was found kinked upon opening the kit prior to use. Therefore, a new kit was used instead."

Manufacturer narrative:
(B)(4)